Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the level sensor began alarming and a "not connected" error message was displayed. An alternate level sensor was employed which resolved the issue. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.